Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, lens found to have scratch. The iol was removed during the initial procedure. Additional information has been requested.